Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis interface issue where delay between completion of epic registration process and the time the patient and orders. A technical support specialist (tss) dialed into the station and server, confirmed the station time was 6 minutes behind real time. Fse updated the station time by following the knowledge article "device time is incorrect and verified synchronized" information and confirmed the station time was successfully updated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user experienced delay between completion of epic registration process and orders becomes available in the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user experienced delay between completion of epic registration process and orders becomes available in the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.